Event description:
A report was received that the patient was experiencing discomfort at the pocket whether the device was on or off. The physician believed that a nerve was being hit with the ipg positioning and was causing the discomfort. No device malfunction was suspected. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the pocket whether the device was on or off. The physician believed that a nerve was being hit with the ipg positioning and was causing the discomfort. No device malfunction was suspected. The patient will undergo a revision procedure wherein the pocket will be relocated and the ipg will be replaced.